Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) and tissue injury as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on available information, the cause of reported mr was due to tissue injury, and the cause of reported tissue injury could not be determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the chordae rupture. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021, during a follow-up visit, echocardiogram was performed. Mr increased to 4. The increase in mr is due to a posterior leaflet prolapse and chordae tendineae rupture. A second mtiraclip procedure will be performed on (B)(6) 2021. One clip was implanted, reducing mr to 1-2. No additional information was provided.